Event description:
Caller reported an issue with incorrect time settings on their device. Blood glucose levels remained within the normal range during this time. Technical support assisted the caller in updating the pump's time settings and advised monitoring the situation, with a suggestion to follow up if the discrepancy reoccurred. The caller understood and acknowledged the instructions.